Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Multiple noise episodes were observed on the atrial lead, resulting in inappropriate automatic mode switching episodes. The atrial lead was capped and replaced to resolve the issue. The patient's condition was stable throughout.